Manufacturer narrative:
The cuff component was visually inspected, microscopically examined, and tested for leaks. Several cuff folds were identified in the cuff shell. A pinhole leak was identified in a cuff fold. The damage is consistent with wear at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.product analysis identified a product malfunction. This damage would affect the functionality of the device and would therefore be the most probable cause for the device to malfunction.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device not working as a result of a pin hole in the cuff resulting in fluid loss. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The patient was good following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device not working as a result of a pin hole in the cuff resulting in fluid loss. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The patient was good following the procedure.